Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject was found to be acceptable per release criteria.

Event description:
Dr. Reported that an abutment broke in function. Pt is reportedly fine.